Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had air bubbles near the piston and the o-rings. The customer¿s blood glucose was 200 mg/dl. The issue was resolved after changing the reservoir. The caller also mentioned that there were bent cannulas on the sets as well. The reservoir is not returning for analysis.